Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. Additionally, the instrument was found to have one severely bent grip, causing misalignment of the grips. There was a 0.201¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the energy transfer wire was cut on a fenestrated bipolar forceps instrument. The procedure was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was identified. No arcing was observed. The cannula was inspected prior to use, a pin gauge was used to inspect the cannula. The instrument was connected properly, the instrument tips did not collide with any other instrument or tool during procedure or touch any staples, clips or sutures while energized. The jaws were immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.